Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed during pre-use check. Further investigation showed that the failure was caused by expiratory cassette . The expiratory valve coil was replaced. The replaced part was not returned for investigation. No service report nor any ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed tests during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).